Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that post implant surgery no capture threshold was observed on the rv lead. Patient was asymptomatic. The rv lead was explanted and a new lead was implanted. Patient is stable.